Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed. Patient had acute infection, surgeon performed liner and head exchange with washout and debridement.